Event description:
A trilogy ev300 ventilator was returned to the manufacturer's service center for necessary repair since fco81 was not able to be implemented. There was no allegation of harm or injury reported. The device was not in clinical use. During the evaluation of the trilogy ev300 device at the manufacturer's service center, the device failed a leak test. The technician found the "machine flow to system circuit board cable crimped between flow sensor gasket". The machine flow cable was replaced to address the issue. Additionally, the trilogy ev300 failed fio2 calibrations. The 3-way solenoid valve and fio2 sensor need to be replaced to fix problem. The device's screw kit d and pm kit were replaced. Due to debris found in filters the device's in-line filter prox was replaced. The technician calibrated fio2 sensor, set local customer time/date, cleared event log, and set factory settings. The device passed all performance verification testing. The device's solenoid valve was returned to the manufacturer's product investigation lab (pil) fur further evaluation. The technician at pil installed the solenoid valve on the pil trilogy evo stb, then tested the solenoid on the pil trilogy evo multifunctional test station for fio2 valve current verification and fio2 receptacle verification and the solenoid passed all testing. The technician at pil concluded that the solenoid valve operates as designed.